Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm, failed battery test, and low battery alert. The customer's blood glucose level at the time of incident was 449mg/dl. The customer declined to troubleshoot for highs. The customer was advised that replacement battery cap would be sent out.